Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies preventative and detection methods for the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air/water channel was not functioning properly. The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found clogged nozzle with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leak from scope connector plug unit, unable to find other leak, chip/ crack/ melting/ scratch of the camera cover. Bending manipulation and insertion tube defects, angulation malfunction, bending problematic, defects of the universal cord/distal end/ connector/control section/related parts, distal end defects (including lens and cover),objective lens damaged-no sharp edges, crack or scratch of the objective lens-no sharp edge, remote switches, switch issue, switchbox has sink / float / cut / crack / scratch / unclear markings / discoloration / image-evis- in red, green and blue dot. Switch/camera ¿ shows one hole in switch 1. Bending section rubber showed a crack. Weak flow due to clogged nozzle. Angulation low. Objective lens showed tiny chips. Light guide lens showed cracks. Scope connector- leak/crack plug unit, air water supply- weak flow due to clogged nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.